Manufacturer narrative:
The investigation confirmed that results from patient samples processed on the engen laboratory automation system were associated with the incorrect sid (sample ID). User error was determined to be the assignable cause of the event. Specifically: after the tube for samples a, c and e were placed into the centrifuge module load rack, the operator stopped the centrifuge module but did not remove all samples as instructed in the user documentation. The operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. The customer reviewed the tc automation operator manual with guidance from the tsc. The customer understands how the issue occurred and has agreed to remove all sample from the centrifuge module prior to restarting the module, as documented in the tc automation operator manual. The engen laboratory automation system did not malfunction.

Event description:
The investigation determined that results from patient samples processed on the engen laboratory automation system were associated with the incorrect sid (sample ID). The association of test results with the wrong patient and mis-reported from the laboratory may lead to inappropriate physician action with the potential for serious injury or consequences to the patient. The engen laboratory automation system correctly identified the sid mismatch by posting a cross check error message, as designed. The mis-associated sample results for the patient sample were reported from the laboratory. After the repeat testing was complete, a corrected report was issued. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).